Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that there was poor coupling with recharging. It was difficult to recharge. They were trying to charge the implantable neurostimulator (ins) and they could get 2 bars at most for coupling. On (B)(6) 2018 they were getting 0 coupling bars. They tried another recharger and that did not resolve the issue. There were no ins pocket issues reported. The ins was not deep and could be felt easily. The ins was tight in the pocket and the patient has not had any changes in coupling since implant in (B)(6) 2017. The patient has never gotten over 2 bars coupling since implant. An x-ray was done and the doctor confirmed that the ins was not flipped. It was noted that the ins was in the right flank. Additional information was received from the manufacturer representative. It was reported that the rep advised that the poor coupling was likely due to the battery being too deep (despite the report that the battery was easily felt; the rep disagreed). A pocket revision took place on (B)(6) 2018. They tested the battery coupling when it was removed from the pocket and it showed all eight bars. The physician made a shallower pocket, reinserted the battery, and they tested again and got eight bars. The rep tested again post-operative with the patient in recovery, and the patient was able to easily achieve eight coupling bars. The battery was too deep initially and the issue had been resolved following the pocket revision.